Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00829, and 3005099803-2010-00830 for the other associated device information. It was reported to boston scientific corporation that three excelon transbronchial aspiration needles were used during a bronchoscopy procedure within the trachea performed on (B)(6), 2010. According to the complainant all three devices were tested/prepped prior to being used, and there was no noticeable damage to any part of the device or to the packaging. During the procedure the user was utilizing the jabbing method in order to obtain samples. All three devices had difficulty retracting back into the sheath, while inside the patient, after the sample was obtained. All three devices then leaked at the luer lock, outside of the patient, while the sample was being expelled. The procedure was completed with a fourth excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00829, and 3005099803-2010-00830 for the other associated device information. It was reported to boston scientific corporation that three excelon transbronchial aspiration needles were used during a bronchoscopy procedure within the trachea performed on (B)(6), 2010. According to the complainant all three devices were tested/prepped prior to being used, and there was no noticeable damage to any part of the device or to the packaging. During the procedure the user was utilizing the jabbing method in order to obtain samples. All three devices had difficulty retracting back into the sheath, while inside the patient, after the sample was obtained. All three devices then leaked at the luer lock, outside of the patient, while the sample was being expelled. The procedure was completed with a fourth excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Visual inspection found the condition of the device was not consistent with the complaint incident that "device had leakage at the luer lock and the needle would not retract". The investigation found the needle retracted within the sheath and the needle wedged between the sheath and needle protective hub. Functional check of a leak test was not able to be performed due to the inability to deploy the needle. Since the condition of the returned device was not consistent with the complaint event and prevented functional analysis of the device, the complaint of unable to retract needle and device leakage could not be confirmed. Although the condition of the returned device was not consistent with the complaint event that the needle would not retract, it is highly possible that the customer may have used force to retract the needle back into the sheath prior to returning the device. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).